Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the surgeon performed an open left extended hepatectomy; for the transection of the middle and left hepatic vein trunk, he used the device. After the firing, he opened the jaw and the vein was open with no staples on it; he saw staples in the area. There was a bleeding that was controlled with clips. The surgery continued and the patient was ok; there was no damage. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # p56253 the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.